Event description:
Discovered that her exposure to latex products causes severe and immediate reactions. Her reactions are allegedly due to continuous exposure to latex gloves as a result of her employment as a medical secretary.